Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator and inappropriate rate decrease. The indicator was cleared and the base rate was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).